Event description:
It was reported that the device reached elective replacement indicators (eri) within two years. The device had been programmed to high outputs on the left ventricular (lv) channel. The device was explanted and replaced. It was also reported that the lv lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device lasted 75% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.